Event description:
Procedure type: wedge resection. According to the reporter: there was difficulty with the initial firing and an unusual pop when she was finally able to pull the trigger. The surgeon used another reload and it was also difficult to fire. The staple line was full of malformed staples, and a number of staples fell into the pt which had to be retrieved. The next two reloads fired fine. In post operation x-ray, 4 foreign objects were discovered. They are the exact shape of the oval clamp cover on the outside of the straight reload. The hospital does not have the products; however, they have pictures. The pt was discharged to home.

Manufacturer narrative:
(B)(4).